Event description:
A consumer reported following an intraocular lens implant procedure, the patient still experienced blur vision in surgery eye. Another doctor said that the layer has developed inside iol lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).